Manufacturer narrative:
Date sent: 10/11/04.

Event description:
It was reported that during a thoracic lobectomy procedure, the cartridge could not be removed. The staples were not formed. Opened another device and finished procedure without incident. No pt consequence.